Event description:
The customer states that physicians have questioned architect c8000 total bilirubin assay results on three different newborns as being higher than expected (no individual specific patient testing information is available). The samples were then tested on an alternate instrument and results were 2 to 3 mg/dl lower. The infants were placed under "bili-lights" and their discharge from the hospital was delayed. There is no patient information or patient results made available from the customer. Controls have remained within specifications. There is no further information regarding impact to patient management reported.

Manufacturer narrative:
(B)(4). No returns were made available from the customer site for this evaluation; therefore, the evaluation was limited to a review of total bilirubin reagent lots 39832uq12 and 39830uq10 performance (as outlined in the assay package insert), field complaints and product labeling. The clinical chemistry total bilirubin package insert (ln 6l45-21, commodity 304398/r1, january 2010) and the architect c8000 operations manual (pn 201837-108, january 2010) contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current evaluation concluded that the clinical chemistry total bilirubin reagent, ln 6l45, lots 39832uq12 and 39830uq10, are performing within specification and no malfunction was identified. Clinical chemistry total bilirubin: ln: 6l45-21 lot#: 39832uq12 expires: 05/31/2011 manufacture date: 01/21/2011. Method: review of complaint tracking and trending.